Event description:
It was reported to our distributor that a physician from (B)(6) observed formation of thrombus on the pt when using the catheter. At the time of the event, the physician thought that they may have not flushed well enough at the time of the procedure. The physician did report that the pt had an adequate level of heparinization and the catheter was flushed with a combined heparin saline flush as per standard procedure. The date of event and the device lot number and or serial number is unk.

Manufacturer narrative:
(B)(4) - complaint history was reviewed. Manufacturing narrative. (B)(4). The complaint device has not been returned to the manufacturer for eval. The product serial/lot number is unk and this info was requested from the distributor. To date, additional clinical info was requested from the physician and thus far no cine films or additional clinical info related to the event has been received by the manufacturer. At this time, no conclusive comments can be summarized as to the reason for the thrombus during the use of the ivus catheter. A supplemental report will be submitted when the manufacturer receives any clinical info. The IFU, under section adverse effects states: "bleeding at the entry puncture site, injury to the vascular wall, thrombosis of the vessel, and peripheral embolization has occurred with the use of percutaneous intravascular catheter devices."